Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) reported that shortly after the device was implanted, the device did not shock when it was supposed to. The patient reported to have been told "it was set too high". The patient reported having to be revived.